Manufacturer narrative:
(B)(4).

Event description:
It was reported that the incorrect dose may have been entered on the pt's personal therapy manager (ptm). As a result, the pt was sweating and nauseous. The pt was given too high a dose for their personal bolus. It was corrected and pt was fine. The drug used in the pump at the time of the event was morphine.